Event description:
It was reported that during an ablation procedure, the physician noticed the tip of the probe was not seen upon removal from the bolt. Scans were taken to try to identify the sapphire tip but it was later found on the floor in the operating room. The physician reported that the ablation zones looked "good" in the software but that after the case, post-operative scans were taken and the ablation zone looked minimal. There were no patient complications reported in relation to this event.